Event description:
Pt was having an esophagogastroduodenoscopy, md had difficulty, procedure aborted, pt then sent for upper gi which showed a perforation of the esophagus. Pt transfered to surgical intensive care unit, then to a hosp in the medical ctr. Condition unk at this time.